Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01065 (software version: (B)(6)). Initial reporter information updated. Device evaluation: a software analysis was completed; it was found that the reported event was related to a software issue. This issue was documented in a software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A medtronic representative confirmed they have since been able to use the system.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01065, serial/lot #: unknown. No hardware parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during an electrode and probe placement procedure. It was reported that the site was attempting to take an exposure and the system would not expose. They rebooted the system, but upon booting, it was displaying a radiation warning icon with a little symbol of a person reading. The site rebooted the system again and the system was stuck waiting for the generator to boot for 7 minutes. It finally booted and they were then able to expose. Resolution of the issue was confirmed on call. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.